Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was found out that the insertable cardiac monitor (icm) had failed to be interrogated due to no bluetooth telemetry. No intervention was performed. The patient was in stable condition.